Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after the patient had an accident and fell on their chest, sensing values strongly decreased and thresholds were unable to be measured. During a revision procedure, it was noted that the implantable cardioverter defibrillator (ICD) had turned over 360 degrees in the pocket, causing the right ventricular (rv) lead to dislodge and retract into the atrium. It was also noted that the pocket site showed signs of twiddler¿s syndrome, and noise was observed with isometrics. The lead was explanted and replaced. The ICD remains in use after the revision. No further patient complications have been reported as a result of this event.